Manufacturer narrative:
Testing and investigation at the service center confirmed the complaint of an overheated battery compartment and broken main chassis. It was determined that the overheated capacitor on the power supply caused the damage requiring replacement of the power supply and main chassis.

Event description:
The customer reported the device had a broken chassis. This is not a reportable event. The field service engineer visited the user facility and discovered that the power supply showed signs of overheating when the device was opened. It was also reported that the high voltage capacitor sitting on the power supply printed wiring assembly was generating excessive heat that was visible on both the capacitor itself and the plastic portion of the battery compartment that is facing the capacitor. The top portion of the capacitor exhibited a rounded shape and should be flat and the battery compartment plastic wall and isolator were noted to be partially burnt/melted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer reported the device had a broken chassis. This is not a reportable event. The field service engineer visited the user facility and discovered that the power supply showed signs of overheating when the device was opened. It was also reported that the high voltage capacitor sitting on the power supply printed wiring assembly was generating excessive heat that was visible on both the capacitor itself and the plastic portion of the battery compartment that is facing the capacitor. The top portion of the capacitor exhibited a rounded shape and should be flat and the battery compartment plastic wall and isolator were noted to be partially burnt/melted. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. No additional information was provided.